Event description:
It was reported that the procedure was to treat a mildly tortuous, moderately calcified, and 99% stenosed mid left anterior descending artery. A 2.5 x 12 mm xience xpedition would not cross the lesion. Several techniques were performed in the attempt to cross the lesion, including anchoring technique; however, when pushing harder, the hypotube separated 10cm distal to the hub. A non-abbott stent was successfully implanted to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was returned for evaluation. The shaft separation was confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. It should be noted that the japan xience xpedition everolimus eluting coronary stent system instructions for use states do not advance or retract the catheter if resistance/anomaly is met during manipulation. Continuing to advance or retract the catheter may result in damage to the vessels, separation of the catheter, tip damage and/or stent dislodgement. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.